Event description:
It was reported that the procedure was to treat a moderately calcified, 80% stenosed lesion in the mid left anterior descending (mlad) artery. The lesion was pre-dilatate with an unspecified 2.5 balloon and a 2.75x38mm xience alpine drug eluting stent (des) was implanted at the target lesion, after which a distal end dissection occurred. A new 2.75x8mm des was implanted to cover the dissection and successfully complete the procedure with a timi iii flow and no residual stenosis. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system, electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.